Manufacturer narrative:
The product analysis indicates one opened sample of part number (B)(4), from lot number [no information] was received for analysis. Visually, the distal tip of the bur was broken off at the shaft just behind the head which would have resulted in the reported event. The portion that became detached measured 0.175¿ long. The break point contained circular patterns indicating excess torsional loads as well as a configuration of sheer / bending stress. There were tool marks on opposing sides distal to the break and tool marks on opposing sides proximal to the break which likely contributed to the breakage. There were contaminants compacted into the diamond grit; this would have resulted in excess pressure to be applied by the user to maintain performance which in turn would generate excess torsional load. The information most likely indicates excess pressure during use resulted in the observed break. Bending or prying of the tip with the use of another tool may have also contributed to the breakage. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
During a micro endoscopic discectomy (med) procedure, the bur was broken. There was no patient impact. There were no broken pieces r emaining inside the patient's body.